Manufacturer narrative:
An evaluation of the returned driver found that the distal tip had fractured and became separated from the instrument. The invictus driver pn 17138 is used to final tighten set screws up-to 110 in lb with use of the invictus torque limiting handle pn 17093-110. The driver is manufactured from material ss 465 h900. Visual investigation revealed that the failure is shear of the hexalobe. This failure occurs when the applied force on the instrument exceeds the instrument strength. Per an internal test report, the ultimate torque for the t-27 hexalobe is documented as 180.58 +/-0.85 in-lb; which is 1.6 safety factor to the 110-tightening torque. Therefore, it is noted that the failure was not a result of a tightening torque with a torque limiting handle. Shear failure occurred due to an excessively high torque being applied during use, likely combined with bending loads. Investigation of lot# 8624605 indicated the material and manufacturing are within design specifications.

Event description:
During surgery, the hexalobe tip sheared off. The surgeon used suction to remove it from the screw.